Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power up) was confirmed. Upon evaluation, the monitor was unable to power on. The cause of this was isolated to the capacitor on the ca board was burnt and damaged components. The root cause of the burnt capacitor cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power up.